Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2018 at 4:40 am with blood glucose was 400 mg/dl. The customer reported that significant events leading to admission to hospital was bent cannula. The insulin pump passed the self test and displacement test and high pressure test. It was reported that the customer was wearing insulin pump during hospitalization. The insulin pump will not be returned for analysis.